Event description:
It was reported that (1) hp052 was used during a lap chole procedure. It was reported by the rep that the nurse experienced an extensive amount of lockout with the device. The surgeon isolated the problem to the handpiece. The nurse abandoned using the harmonic scalpel and finished the case with electrocautery. There was no consequence to pt.